Event description:
Upon opening the vial of cement monomer, the vial broke cutting the or technician's hand. The cut did not require sutures. Another tech was present during the procedure and completed the cement mixing. There was no adverse consequence for the pt undergoing the surgery or the or tech. There was also no dleay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is attributed to improper technique by the user. Opening instructions are provided by the MFR.